Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the generator's coagulation function would not stop to activate when the foot pedal was already released. The monopolar instrument was inside the patient and was at great risk of damaging tissue as the item could not be removed while it was active. When the instrument was unplugged it still did not stop to activate until the machine was turned off and a spare generator was used. The foot pedal has been looked at to see if the switch was stuck but it looks fine. They have also looked at the events log and an error has been recorded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.